Manufacturer narrative:
The explanted 26mm sapien 3 valve was returned to edwards for examination. Visual inspection of the valve revealed the following: host tissue growth primarily around proximal/inflow region of thv, vegetation on leaflets, primarily on the inflow side, leaflets stiffened, and leaflets do not coapt well due to frame distortion from explant. There was no evidence of leaflet calcification or frame fracture. Procedural imagery (fluoroscopy) was provided and revealed thv fully expanded and well positioned in annulus, no abnormalities in thv profile noted pre-bav (bav fluoroscopy), thv profile remains unchanged post-bav and the one (1) day post-operative echocardiogram revealed extraneous mass noted in lvot side of thv. A histology evaluation was performed by a third-party institute for further evaluation (visual/histology). The following was confirmed: frame is intact with no fractures; vegetation is consistent with infective endocarditis. Vegetation primarily observed on the inflow side of leaflets and on the outflow side of the leaflet. Dimensional analysis and functional testing were not performed due to the condition of the thv (damaged explant). In addition, clinical images were submitted for review. The following observations and impression were made by an edwards physician proctor. The doppler gradient across an orifice is not only a function of the goa but it¿s also a function of sv (which also takes into account the hr and fluid status).  The sv on the day of procedure immediately post implant was lower with a higher hr than the one recorded on pod #1 which had a lower hr and a bigger sv.  Also the lv appears volume depleted on the procedural echo.  On another note, the lvot gradient on pod #1 measured 7mmhg, which should be deducted from the overall gradient (remeasured peak 0f 28-7+21mmhg).  The doppler angle was similar on both dates (~35 degrees off).  The 2 echoes are not comparable so we cannot say that there is a difference from implant and discharge. The manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Per procedure, the frame components are 100% visually and dimensionally inspected by both manufacturing and quality for defects. The leaflets components undergo 100% testing per procedure for leaflet thickness and the cut leaflets are 100% inspected for mechanical defects. In addition, during the production flow testing, the coaptation test is performed per procedure. The valves are 100% visually inspected before and after being attached to the hold. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The device history record (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any additional complaints related to the reported event. A review of the complaint history from october 2019 to september 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints.  Available information suggest that procedural/patient factors contributed to the reported event.  The IFU (instructions for use) was reviewed for instructions/guidance on device preparation/usage. The referenced document revision was effective at time of device implant. The IFU provides potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: infection including septicemia and endocarditis. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device explants. No IFU/training deficiencies have been identified.     The complaint was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, on pod1-tavr the mean av measured to be 15.7 mmhg, at 1 month post implant mean av measured to be 20.74 mmhg, at 2 months post implant a bav was performed, at 3 months post implant (1 month post bav) a mean av measured to be 16 mmhg, at 6 months post implant (3 months post bav) mean av measured to be 33 mmhg and at 8 months post implant the thv was explanted in favor of surgical valve. Review of imagery shows the thv was well implanted on the date of tavr. Due to insufficient data, the size of thv cannot be accurately assessed to determine occurrence of valve recoil. However, imagery of the thv on date of bav (figure 3) indicates no abnormalities with thv profile post implant. Based on the measurement method and reported results, there is no true discernable/significant difference in gradient pod1 and 1-month post implant. 6 months post implant, the mean gradient was noted to be moderately high at 33 mmhg. Based on the high gradient, the decision was made to explant the thv. During explant, undiagnosed vegetation was discovered on the valve (see case notes), which can be observed in prior echocardiogram as early as 3 months post implant. Histology analysis of the explanted bav confirms the presence of infective. Endocarditis, which may affect valve performance and result in high gradients. However, the source of infection is indeterminant. In this case, available information suggests that patient factors (infective endocarditis) may have contributed to the complaint event; however, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformance or labeling/training/IFU deficiencies were identified. No corrective actions nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to add risk management documentation was performed. The section h10 (narrative text) of this report has been updated. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
UDI (B)(4)  investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 8 months post implantation of a 26mm sapien 3 valve in the native aortic position via transfemoral approach with a 26mm commander delivery system and 14f esheath, the valve was explanted due to high gradients and the patient was symptomatic.  One day post implantation of the valve the av mean was 15.7mmhg and one month post implant the av 20.74mmhg. Two months post valve implantation a bav was performed. One month post bav the av mean was 16mmhg. 4 months post bav the av mean was 33mmhg. The valve was explanted as it was the best option long term for the patient. A surgical valve was implanted.  The physician claims that the increased gradient was due to frame recoil and would like the explanted valve to be evaluated.